Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber was received at our fisher & paykel healthcare (f&p) regional office in (B)(4) and was inspected by a trained f&p technician. Our investigation is based on the photographs provided by the regional office, and our knowledge of the product. Results: visual inspection of the photographs provided by the regional office of the mr290v chamber confirmed a long crack near the base of the chamber dome. Conclusion: from the information and photographs provided, we were unable to determine the cause of the chamber crack. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water from the chamber due to a cracked chamber dome at the chamber base position. There was no patient involvement.